Manufacturer narrative:
Customer quality conducted an investigation of the returned device. We have received a drill bit for investigation. The visual inspection has shown that tip section is broken off. The broken tip was not returned for evaluation. The cutting edges are strongly damaged and worn out. There were no other damages or signs of misuse detected. The device history record was researched, no abnormal findings were identified. There were no issues during the manufacturing of the product that would contribute to this complaint condition. The measurements of the hardness after the hardening procedure were between 54.6-55.0 hrc also within the specification of 52 +3/0 hrc. The used material was stainless steel 440 a as required. This lot of 120 pieces were manufactured in july 2012 and we are not aware of any other complaint with this article- and lot combination. Based on these findings we exclude any manufacturing related issue. Measurement outer diameter ø4.2:. Gage: 3-03-17585, tolerance ø4.2 0/-0.03, result: ø4.18 "pass". Based on the provided information we are not able to determine the exact cause which has led to this breakage. We only can assume that a mechanical overloading situation, for example metallic contact or lateral stress, has caused the breakage. No patient involvement was reported. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter phone number: (B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Implant and explant dates: device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. PMA 510(k): device is not distributed in the united states, but is similar to device marketed in the USA. Manufacturing location: (B)(4). Manufacturing date: 12.jul.2012. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the drill bit broke. This was detected at the loan department.this is report 1 of 1 for (B)(4).